Event description:
Visual inspection of the returned device revealed that the coil was detached from the delivery wire and still contained within the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported and it could not be obtained from the customer. The coil was found jammed within the microcatheter. The coil was removed from the microcatheter and analysis revealed that it was kinked, and had physically broken off from the delivery wire. A functional test could not be performed due to the condition of the device. Based on the device findings it is probable that procedural factors likely limited the performance of the coil during the procedure contributing to detachment while still in the microcatheter. An assignable cause of operational context was assigned to this investigation.

Event description:
Visual inspection of the returned device revealed that the coil was detached from the delivery wire and still contained within the microcatheter. There were no reported clinical consequences to the patient.